Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) spb12, (impl tapered sp 3.7mm 12m m octagon) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of being handle/manipulated by the customer. During a functional test the implant and mount were easily disengaged. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120033620. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120033620 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ a definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011245/k002188.

Event description:
It was reported that the implant could not be separated from the mount; therefore, it was not implanted. The procedure was successfully completed using a different implant.